Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported the insulin pump alarmed and then turned off. Customer stated the insulin pump has a blank display. Customer was instructed to insert a battery in the device, device had a constant alarm. It was reported the device had a watchdog time out alarm. Customer's blood glucose was 10.3mmol/l. Customer stated the device had multiple alarms. Unexpected restart and external ram crc error alarms noted in the device history file. Customer stated the buttons on the insulin pump were not responding all night. Customer was unable to clear alarms. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.